Event description:
Defibrillator obtained for use during code. Defibrillator charged to 120j. No output. They charged again, no output. Pads were changed and unit plugged into ac. Still no output. The strip from machine showed a spike, no spike on EKG. Machine was tested by unit and again by medical engineering with no failure. Device will be sent back to mfg for testing. Pt did not survive, but death was found to be unrelated to device failure.